Manufacturer narrative:
This initial report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. (B)(4). A carefusion field service representative visited the user facility to evaluate the device. During the course of the evaluation the field service representative noted: found performance within specifications. Performed 2k preventative maintenance. Ddi calibration was needed. Performance test passed. Meets all factory specifications.

Event description:
The customer reported the patient circuit calibration barely coming into specs (38.5 is the highest map). After changing out the circuit and cap diaphragms, still get the same result. The performance check doesn't come into specs. Customer additionally reported the amplitude it low.